Event description:
Mea with reusable applicator performed without observed complications. Patient complained of abdominal pain one day post mea. Laparotomy diagnosed a fundal uterine perforation and thermal injury to the sigmoid colon. The affected area on the sigmoid colon was oversewn. Cause of perforation unknown.

Manufacturer narrative:
This applicator was not returned to microsulis at the time of the incident, however, it was returned months later in november 2006 when microsulis was converting this user site from the reusable applicator to the single-use femwave applicator. During normal refurbishment procedures, the returned applicator showed signs of water ingress at the applicator tip, a tight data connector cover, and that thermocouple 2 (tc2) was not working. The data logged in for the mea treatment in this report provides documentation of system performance parameters during treatment. This record indicates that the mea system operated within the required tolerance during the treatment. The record also indicates that the applicator was operational during this treatment. If water ingress was present during the treatment then reflected power would be high. Furthermore, if tc2 was not operational then the mea system would not allow for a treatment to start. The temperature profile clearly shows low reflected power and a functional tc2. Microsulis is aware that this event should have been reported earlier. A corrective/preventive action plan has been opened to prevent any further occurrences.